Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reduced performance was reported. Two channels were left extra-cochlear at implantation. Despite refitting and aural rehabilitation, there has been no improvement. Re-insertion is planned.